Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (back) while wearing the device an unspecified number of hours. Patient reported the pod was leaking insulin and their blood glucose was higher, although no specific blood glucose levels were reported. They experienced an infection on their back, and they were treated with unspecified antibiotics for three weeks. The patient reported the following concomitant medications/ supplements: cephalexin 500mg, guanfacine, hydroxyzine pamoate, lisinopril, lispro insulin, methylphenidate, and vitamin d3. Follow up information received on 28apr2026. It was reported that the symptoms for this event included the site feeling hot to the touch and oozing puss.

Manufacturer narrative:
Follow up was received on 28apr2026. B5 and h6 were updated accordingly.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (back) while wearing the device an unspecified number of hours. Patient reported the pod was leaking insulin and their blood glucose was higher, although no specific blood glucose levels were reported. They experienced an infection on their back, and they were treated with unspecified antibiotics for three weeks. The patient reported the following concomitant medications/ supplements: cephalexin 500mg, guanfacine, hydroxyzine pamoate, lisinopril, lispro insulin, methylphenidate, and vitamin d3.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s931usqs8bylx hardware: sm-s931u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.